Event description:
It was reported that high out-of-range high voltage lead impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced. The patient was stable throughout the procedure.